Manufacturer narrative:
An event regarding assembly issue/appearance involving a triathlon baseplate was reported. The event was confirmed via provided photographs of the device. Method & results: product evaluation and results: the device was not returned; however, photographs were provided for review. The photographs show that the chamfer is not present on the anterior locking tabs of the baseplate. The metal locking wire of the insert is bent where the locking tabs of the baseplate are intended to assemble. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. Pr (B)(4) also relates to assembly issue/appearance. Conclusions: it was reported that the cs poly would not properly lock into the universal baseplate. The device was not returned; however, photographs were provided for review. The photographs show that the chamfer is not present on the anterior locking tabs of the baseplate. The metal locking wire of the insert is bent where the locking tabs of the baseplate are intended to assemble. A nc was raised to address this issue.

Event description:
Cs poly (2x10) would not properly lock into the universal baseplate. Used a different baseplate and long stem.